Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would resulted in the reported issue. Additionally, a review of the complaint history identified no similar incident reported from this lot. All available information was investigated, and the reported device damaged by another device appears to be due to procedural circumstances. There is no indication of product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The other additional mitraclip referenced in b5 is being filed under a separate medwatch report number. Exemption number e2019001. The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the device causing damage to another device. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. Two clips were successfully implanted; however, when a third clip (90620u132) was attempted to be placed between the two implanted clips, it came in contact with one of the previously implanted clips (90614u137). This caused the implanted clip to detach from the anterior leaflet and remain attached to the posterior leaflet (single leaflet device attachment/slda). The third clip was implanted to stabilize the slda, reducing mr to a grade of 1. There was no clinically significant delay in the procedure. No additional information was provided.